Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision hip surgery due to leg length discrepancy. Cup, dual mobility liner and head implants removed. Stem remains in-situ.

Manufacturer narrative:
No complaint devices were returned to optimized ortho by the customer. Thus, the device history were investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. The patient¿s anatomy in the CT led to a fairly common, but contradictory discrepancy between their hip length and their leg length. The patient¿s hip length was measured as 9mm short on the right hip. The leg length discrepancy is a warning that is visible on the opsinsight interface and was flagged as an alert for this case. The surgeon validated this plan with the warning present and the psi guide were designed to the surgeon¿s validated plan. Based on the available information, the root cause of the discrepancy is unrelated to the ops technology as no issue was found with the processing of the ops plan. Therefore the case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.